Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 166493: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 8 months after primary surgery, complaining of instability due to laxity. The surgeon revised the 11mm poly with a 13mm poly and the surgery was completed successfully.

Manufacturer narrative:
The patient is female.